Event description:
The customer contact reported that the bolus cord pendant was in stuck position. The gemstar bolus cord was to be used to delivery an unspecified medication. The customer contact reported that prior to patient use, the bolus cord patient pendant remained in a stuck positon. No specific details were provided. The bolus cord was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.